Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. The patient reported that they went 3 months initially without the stimulation working. The patient reported that the device was stimulating their "lady parts" and they didn't need their ¿lady parts¿ stimulated. The patient reported that they discussed this with their healthcare professional (hcp) and they felt the lead had bent and they needed to go in to fix it. The patient stated that they just stopped using the stimulation for a while. The patient reported that they ended up moving however and is now seeing a new hcp who is working with her on this and is doing great. The patient reported that they have been losing weight and their pants wasn¿t tight around the waist anymore.

Manufacturer narrative:
Correction made to indicate adverse event and product problem. Should be indicated as adverse event and product problem. If information is provided in the future, a supplemental report will be issued.